Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was noted that the device lasted less than four years and that the patient did have numerous appropriate shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.